Event description:
This case was reported by a consumer and described the occurrence of cancer in a female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started denture adhesive powder-double salt (dental). At an unknown time after starting denture adhesive powder-double salt, the patient experienced cancer. The patient left a voicemail and stated that she was calling on super poligrip powder and the adverse event was cancer. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown.